Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, patient information, and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that device fracture occurred. A 150cm rubicon 14 was selected for use. However, upon opening the package, a fracture was noted located in a section near the tip of the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.